Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of the cycler after ending the patient's pd treatment. The patient contact reported receiving a draining slowly alarm twice during drain 0 of treatment. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was not available. Upon follow up, the patient contact confirmed the reported event occurred during fill 1 of treatment. The patient contact stated that the patient did not develop any symptoms, adverse events, or injuries as a result of the reported event. The patient went to the hospital to have the catheter flushed but there were no issues found with the patient during the flush. The patient contact stated that the patient has not been performing peritoneal dialysis in the absence of the cycler. The patient contact confirmed that the doctor recommended working with the pd nurse to replace the cycler. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of the cycler after ending the patient's pd treatment. The patient contact reported receiving a draining slowly alarm twice during drain 0 of treatment. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was not available. Upon follow up, the patient contact confirmed the reported event occurred during fill 1 of treatment. The patient contact stated that the patient did not develop any symptoms, adverse events, or injuries as a result of the reported event. The patient went to the hospital to have the catheter flushed but there were no issues found with the patient during the flush. The patient contact stated that the patient has not been performing peritoneal dialysis in the absence of the cycler. The patient contact confirmed that the doctor recommended working with the pd nurse to replace the cycler. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.